Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
An event was reported involving primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, clave y-site, polyethylene lined tubing, secure lock, 272 cm the reporter stated that primary line 14015 for treatment with cytotoxic pembroluzumab running post drug flush with normal saline at 192 ml/hr. Staff noticed small amount of fluid leaking from top port on the 0.2 filter 9.5 mls into the treatment line changed and unfortunately discarded due to hazardous drug. The event occurred during use on patient. It was used for 1 hour. Someone became aware of the issue when fluid dripping from top port on the filter. There was a medication used with the product which is pembroluzumab. The product was not reprocessed or re-sterilized prior to use. The product was contaminated or contain a biohazard or chemotherapeutic agent. There was patient involvement, and delay in therapy, but no adverse event.